Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: at analysis it was determined that the bail attachments was missing, the battery contacts were contaminated and that the device was sticky. The main board was calibrated, the battery contacts were cleaned and the device passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator originally returned because it accidentally fell to the floor subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.